Event description:
Dexcom was made aware on 4/4/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with redness, inflammation, blisters, and drainage, underneath sensor pod area, which occurred eight days after the sensor had been inserted in the arm. It is mentioned that the patient has sensitive skin due to a fire accident and that she cannot use barrier sprays. The patient consulted a healthcare provider and was given a prescription for a 6-day course of cefurax 250 mg. At the time of the report, the patient stated that she was okay and that it was healing. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).